Manufacturer narrative:
Evaluation confirmed a blood intrusion and electronics damage. No burning or carbonization was noted. Extensive disassembly and cleaning were required. (B)(4).

Event description:
On (B)(6) 2001 haemonetics received a call reporting a blood spill; fluid was noted in the drain bag. Per the territory manager the issue was noted after use. No donor/operator injury or reaction was reported.